Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently underwent revision surgery (date not reported) to excise skin and remove the abutment, under a general anesthetic. The patient is being clinically managed by the health care provider.